Event description:
The patient underwent a thermal balloon ablation. Post-operatively, the patient began complaining of pelvic pain. The patient has a normal white blood cell count and a slightly elevated temperature. An ultrasound revealed a 2 cm fluid collection in the endometrial cavity. The patient has been started on antibiotics. The physician will attempt to check their cervical patency with an endometrial biopsy device, and possibly relieve the fluid collection in the hope of resolving the patient's pain.